Event description:
Customer reported that the cufflator will not hold pressure. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. The product status is unk a supplemental MDR will be provided if the product is returned and upon completion of the eval. (B)(4).